Manufacturer narrative:
The manufacturer has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. The manufacturer defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-07187. It was reported the patient experienced ineffective stimulation and the system was found to be auto reducing. Surgical intervention was undertaken and the lead was explanted and replaced. The patient has 2 scs system, it is unknown which lead was removed; therefore both leads are being reported.